Event description:
On (B)(6) 2022, the pt underwent placement of an epidural catheter. Catheter was advanced with ease until just beyond the 15 cm mark, upon which advancement of the catheter was met with resistance. Catheter found to be entrapped in its position as its subsequent removal was met with firm resistance. Attempted to withdrawal catheter slowly, however upon removal of catheter, tip was not found intact, 4 cm of the catheter tip is retained in the pt's back.